Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead exhibited changes in impedance. In addition, it experienced placement difficulty with a false route, which made it is no longer possible to introduce the guidewire. It was necessary to cut the electrode cable. The lead was removed and replaced. No patient complications have been reported as a result of this event.